Manufacturer narrative:
Analysis found the connector board faulty. Replaced connector board and broken audio jack. Item was updated to current design specifications. The device has been successfully tested and passed according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a nerve monitoring controller has stim module failure. There was no known patient impact reported.